Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user on ilet for about ten days sought to return the device due to frequent hyperglycemia and hypoglycemia and stated the system was not functioning as promised; the user elected to discontinue pump use and manage with multiple daily injections despite being offered troubleshooting. Symptoms included shakiness, confusion, irritability, and aggravation, with documented glucose excursions including a low to 42 mg/dl and a high reaching 401 mg/dl that remained out of range for approximately two hours, for which alerts were received. Outcomes included self-treatment with oral carbohydrates and correction via subcutaneous insulin pens without outside assistance or medical intervention. Investigation included internal review and field team consultation for return authorization. Investigation of this case revealed no confirmed device malfunction and the cause of both the hyperglycemia and hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.